Event description:
The customer reported via an outreach phone call that he had been hospitalized on (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis. The customer complained of vomiting and stated that he was transported by ambulance from his doctor's office to the hospital. The customer's blood glucose was over 500 mg/dl. The customer stated that a bent infusion set cannula was the cause of high blood glucose. He declined troubleshooting assistance on the insulin pump and was advised to call when the issues occurred in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Dates of the event provided with the initial report were incorrect. The correct dates have been provided with this report.